Manufacturer narrative:
Evaluation sumamry: the reported condition was confirmed. This issue is currently being investigated.

Event description:
Upon examination at the customer's site, the baxter field service engineer reported a pump with depleted batteries. There was no patient injury or medical intervention necessary according to the hospital representative.